Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Age - adult.

Event description:
It was reported that leakage started occurring months ago at the connection to the IV and is observed by seeing liquid under the patient's IV dressing. This is occurring on a pain and endoscopy unit. Patients are receiving anesthesia, propofol, fentanyl, versed, and normal saline. Over one dozen adult patients have experienced this issue of the past 6 months.